Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : per discussion with sales consultant, the proximal tibia resection was cut with approximately 2.5 degrees of anterior slope. The proposed plan using the tibia pin guide was set to 3 degrees of posterior slope. The device associated with this report was not returned to depuy synthes for evaluation. The investigation could not confirm the reported event. A product development investigation was performed and it was concluded that the segmentation is designed within trumatch specifications and no issues were identified. A manufacturing record evaluation was performed for the finished device product description: trumatch CT pin guide kit r product code: 420579 lot number: tmk00075893 and no non-conformances or manufacturing irregularities were identified. The overall complaint was not confirmed for trumatch CT pin guide kit r. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation was performed for the finished device product description: trumatch CT pin guide kit r product code: 420579 lot number: tmk00075893 and no non-conformances or manufacturing irregularities were identified. Device history review : a manufacturing record evaluation was performed for the finished device product description: trumatch CT pin guide kit r product code: 420579 lot number: tmk00075893 and no non-conformances or manufacturing irregularities were identified.

Event description:
It was reported that the proximal tibia resection was cut with approximately 2.5 degrees of anterior slope. The proposed plan using the tibia pin guide was set to 3 degrees of posterior slope.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.